Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a few maxzero blew off during contrast injection. It was confirmed that no patient harm occurred. And it was also confirmed that the contrast injected did not splash the staff and/or the patient.